Event description:
Additional information was received from the patient and it was reported that the uncomfortable stimulation and tremors had been resolved. The patient reported that with time they resolved. The patient reported that the circumstance that led to the uncomfortable stimulation and tremors was a change in body position. The patient reported that once position was changed, the stimulation and tremors gradually ceased.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gast rointestinal/ pelvic floor. The patient reported the night before the call he felt "tremors" in sync with his stimulation in his left arm. They stated it was strong during the night and on the day of the call, they were decreased. It was recommended turning stimulation down to see if tremors resolve. It was considered to be a sudden change in therapy and symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.